Event description:
It was reported that the right ventricular lead threshold had be steadily climbing and became high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the proximal conductor is distorted at 49.7 cm and the outer insulation is cut at 48.8 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.